Event description:
It was reported that the subject device has suspicion of disconnection. The issue was found during preparation for procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found water immersion in the main unit image capture, flooding of the camera cable, corrosion at the electrical contact point of the video connector, and corrosion on the scope mount. Based on the results of the investigation the cause of the problem could not be identified. A device history review revealed that review was conducted on the current product, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.